Event description:
Failure to alarm: patient placed on renasys ez plus on (B)(6) 2012, septic and critical on placement. Multiple draining fistulas to abdomen. Noted on rounds this morning that soft port and dressing are non-compressed. Noted area of dressing non-adherent to right lateral dressing edge. Canister almost completely filled to the top. No leak alarm noted and no increased noise from renasys.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. The reported complaint is not confirmed as a pump malfunctioning. The report deems maceration at the wound site with multiple fistulas, and no alarm was triggered to a visible full canister. The ez plus pump was not returned for evaluation. The device history record was reviewed and no issues were found during the manufacturing and/or release of the device. It is clearly stated within the description of the complaint that the unit didn¿t exhibit any functional discrepancy when changed on its own (report states: ¿able to easily elicit leak alarm with patient disconnected from unit¿). The complaint involves an adverse event for a system connection with heavily draining, for which there was no leak alarm, full canister, and maceration were observed. The pump it is excluded from a potential root cause for the issue reported. It could be due to a high volume of exudates requiring more frequent dressing and softport changes at wound site causing an overwhelming in the system and challenging the pump operation. It was indicated that the canisters were full, with levels exceeded to 250ml capacity (stated as ¿about 350 ml fluid in canister¿), during the proper suction observed at soft port and yet leaking through the drape. The accumulation of exudates of that high output indicates that the soft port was efficient in delivering to the canister, while the maceration under these circumstances indicates dressing saturation. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.